Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined.

Event description:
It was reported the lead had unacceptable thresholds. The lead was capped, and a new rv (right ventricular) lead was implanted. There were no reported patient complications as a result of this event.